Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and identified that the power cable system was not correctly locking, sometimes it would lock normal and other times it would not lock. It was not possible to make a more detailed evaluation, since the unit was in use. The fse advised that it may be that the unit will just need an internal part adjustment, or otherwise it will be necessary to replace the reel system. A new service visit will be required when the unit is not in use for the adjustment or the reel change. The unit had all controls functioning normally. Waiting on customer to make the equipment available for the final inspection and repair.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and identified that the power cable system was not correctly locking, sometimes it would lock normal and other times it would not lock. It was not possible to make a more detailed evaluation, since the unit was in use. The fse advised that it may be that the unit will just need an internal part adjustment, or otherwise it will be necessary to replace the reel system. A new service visit will be required when the unit is not in use for the adjustment or the reel change. The unit had all controls functioning normally. Waiting on customer to make the equipment available for the final inspection and repair. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had the power cord that was not locking into the reel, when plugged into the wall unit. There was no patient involvement, and no adverse event reported.